Manufacturer narrative:
The reason for the pain reported was likely due to prosthesis wear, osteolysis, and tibial loosening for both knees. Possible causes for polyethylene wear include inclusion of the polyethylene in the packaging recall, malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and images were not provided.

Event description:
It was reported that the patient, initial bilateral knees implanted on an unknown date, was having pain for the last year and also having recurrent effusions in their left knee, with no signs of infection. The surgeon diagnosed the patient as having poly wear, osteolysis along the tibial plateau, and subsidence/loosening of the tibial component. Revision planned to revise the right total knee replacement using metaphyseal sleeves and stems as needed for bone loss management. No further information available.